Manufacturer narrative:
Two opened and used quick serters were inspected for locking and proper operation. It was found that the quick set did not sit properly in the quick serter. An insertion test was performed using a new lab quick set onto rubber skin. The quick sets released properly with both trigger buttons releasing properly.

Event description:
The customer reported the quick serter was not working properly. Troubleshooting was done. Customer's blood glucose at that time was 559 mg/dl. Advised customer the quick serter would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.